Event description:
Patient revised due to pain after two falls. Inoperatively found loosening of tibia and femoral components; also noted massive osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported loosening; however, the initial reporting indicates patient trauma/falls are possible contributing factors. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional information be received, the investigation will be reopened. Depuy consideres the investigation closed.